Event description:
It was reported that there was undersensing of r-waves on the implantable loop recorder, which led to several asystole episodes. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.